Event description:
International affiliate reports that the x-mesh cage was contained in a kit that was opened in the sterile setup area for a spinal procedure. When the cage was placed on an insertion instrument and expanded, what is believed to be a blood stain was observed on the device. As a result, all of the trays that contained the cage and instruments were decontaminated and re-sterilized. The procedure was delayed by approximately two hours while the patient was under anesthesia. The x-mesh cage and instruments were used following re-sterilization. The affiliate reports that the patient was not adversely affected by this event.

Manufacturer narrative:
The lot history record was reviewed for completeness during the release process to inventory. At that time, no discrepancies were noted for the products being accepted. Complaint trend analysis found no other complaints of this nature have been reported for this item. The nature of the staining and its origin are unknown. No conclusions can be made as the device is not available for evaluation. At this time, the complaint is considered to be closed. Device was implanted.